Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that an obvious decline in pt's hearing performance has been noticed by the guardians since (B)(6) 2012. A history of a head trauma has been denied by the guardians. Problems of the external devices were excluded. The pt was re-implanted on (B)(6) 2012.